Manufacturer narrative:
Our field service engineer investigated the ventilator. It was reported that it was not possible to unlock the touch screen. Tests were carried out and no anomalies were detected, the device worked as usual. Technical error were verified where a sequence of errors occurred, turbine module over-voltage, turbine module communication error, battery communication error, power error.+5 v to inspiratory flowmeter too low, i.e. < +4.5 v, power error. -12 v to inspiratory flowmeter too high, i.e. > -10.8 v, power error. +12 v to inspiratory flowmeter too low, i.e. < +10.8 v and three power errors. Evaluation of the provided logs confirms the reported technical alarms. According to the information provided, this was possibly a technical intervention by the user. All errors occurred only once. Since the ventilator passed functional tests and no parts were replaced for investigation, the root cause of the generated alarms has not been determined.

Event description:
Manufacturer's ref: #(B)(4).

Event description:
It was reported that the ventilator generated several technical error codes indicating power error, turbine module communication error and turbine module over-voltage. There was no patient involvement. Manufacturer's ref.#: (B)(4).